Event description:
It was reported that an homechoice automated pd set with cassette was leaking from between the tubing and the heater line connector. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a4: weight: 95 kg (previously submitted as ni). Correction made to d5: operator of device: patient/consumer (previously submitted as health professional). Correction made to e1: (B)(6). H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video showed a leak in the heater line tubing near the base of the spike connector. The reported condition was verified, however without the physical sample to be evaluated the root cause of the leak cannot be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.